Manufacturer narrative:
(B)(4). Date sent: 11/9/2021. H2: additional information received: are the seals in cup being sent back for analysis? No.

Manufacturer narrative:
Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. As part of our quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that during a laparoscopic ovarian cyst removal procedure, before closing the patient, the surgeon found small rubber circle-shaped pieces of the trocar were detached from the product and were found in the body. The surgeon removed all pieces from the patient. The patient is fine and doing well.